Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that it is unknown if the device broke above the incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, channel reamer broke apart- separated. Nothing got into the patient. There was no harm to the patient or any staff member. There was no procedural delay. There was a smith & nephew back up available for use, if needed.